Event description:
It was reported by service report that the bed no motor functions. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler set screw out of adjustment, screw readjusted.